Event description:
A malfunction was reported by the customer, identified by malfunction code ¿malf 12.¿ there was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was informed they could continue using the pump and to contact support if the issue reappeared, which the customer acknowledged.